Event description:
It was reported that the device got stuck in the trocar during the procedure. Had to remove the trocar with the device. Replaced with a new one to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Date sent: 07/10/2007. Evaluation summary: the analysis results found that the el5ml device was returned with the right jaw disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. The sleeve could not be removed from the instrument due to the jaws and cam condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.